Manufacturer narrative:
The device was manufactured between 19oct2016 and 21oct2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. The received photograph revealed evidence of rupture of the bladder. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor ruptured, leading to a leak out of the housing. This occurred during filling with fluorouracil (5 mg in 100ml unspecified solution). The reporter stated that there was a v-shaped tear in the balloon. The device was being filled upside-down by pushing the syringe plunger down onto the isolator floor. There was no patient involvement. No additional information is available.